Event description:
It was reported that the catheter was stuck on the guidewire. An agent dcb mr 3.00 x 15mm was selected for treatment of the target lesion. The target lesion was located in the left anterior descending artery (lad). After inflation, the physician attempted to remove the device from the patient but was unable to do so. Because of this, the entire system was removed as one unit. Another similar device was then used to successfully complete the procedure. There were no patient complications.